Event description:
It was reported that the patient felt a "shock like sensation" when being paced in the ventricle by the right ventricular (rv) lead. The rv lead had recently been repositioned to minimize the patient from feeling the sensation. Reprogramming that could minimize ventricular pacing was suggested and the rv lead remains in use. It was later reported the patient was very symptomatic with pain from rv pacing. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient felt a "shock like sensation" when being paced in the ventricle by the right ventricular (rv) lead. The rv lead had recently been repositioned to minimize the patient from feeling the sensation. Reprogramming that could minimize ventricular pacing was suggested and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal and proximal conductors (not obstructed), the outer insulation was breached cut and had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal and proximal conductors (not obstructed), the outer insulation was breached cut and had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage.